Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposure due to high voltage arcing. This resulted in the system exhibiting intermittent functionality. No pt serious injury or death was reported related to this event.